Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's memory chip on the cpu board and reseating the cables. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported the passport 2 monitor intermittently shuts down, which may have affected telemetry monitoring. No pt injury was reported.